Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that occurred with a cycler set. The issue was previously found and was not occurring at the time of the call. It is unknown at which point the leak may have begun. The cause of the leak is unknown. It was stated during the initial call that fluid did not come into contact with the cycler. The patient was advised to follow-up with their peritoneal dialysis nurse (pdrn) regarding treatment setup. Additional information was requested, however, to date a response has not been received. It was not reported during the initial call that the patient experienced any serious injuries, adverse events, or required any medical intervention as a result of the reported issue. The cycler set was not returned for physical evaluation by the manufacturer.